Event description:
The customer reported the system will not boot. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated the generator boards and replaced the monitor. System operates as intended. (B) (4).